Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicated the reported issues. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that cadd solus vip protocol setting were defaulted including event. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information received from the customer indicating that the fault occurred during preventative maintenance and that there was no patient involvement.